Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had a pump error alarm. The blood glucose level was unknown. The troubleshooting was performed for pump error. The customer stated that the bolus not delivered due to the pump timing out, customer stated she has had a lot of issue and alarms with the pump. The insulin pump will not be returned for analysis.